Manufacturer narrative:
Other relevant device(s) are: kit svc o2 bi71000176 encl power convsn, rev. 2 : s/n fv4rf. A manufacturer representative went to the site to test the equipment. It was reported the power conversion board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion board was returned to the manufacturer for analysis. It was reported that through functional testing, visual/physical examination, and examination of similar product, the reported issue was confirmed. There was an electrical failure with this component. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during servicing that the power conversion board was pulsating on and off when the umbilical was unplugged and the image acquisition system (ias) was off. There was no patient present.